Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinical hs found the guide wire in the kit does not thread easily and becomes kinked. As a result, the wire was removed and a separately pack guide wire was used to complete the procedure. They do not know if this caused a delay in treatment and there was no patient harm. There was no patient death or complications reported.